Event description:
Reportable based on device analysis completed on 11 mar 2025. It was reported that visualization issues occurred. The 85% stenosed target lesion, with a length of 65 mm and a vessel diameter of 3.5 mm, was located in the severely tortuous and severely calcified right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image could not be displayed. The procedure was completed with another of the same device. The patient condition following procedure was stable and no patient complications were reported. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
E1 initial reporter phone (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window was kinked and twisted. Impedance test shows an electrical open at distal end of the catheter, between 0-10cm from the distal housing.